Manufacturer narrative:
Sample collection and centrifugation information was not supplied. Both levels of accutni qc results were 0.00ng/ml. Repeat testing of the qc also produced accutni results of 0.00ng/ml. The customer repeated accutni patient samples that were analyzed during this event. Only one accutni result was not reproducible. The customer was not questioning any other assays and was not seeing this issue on their other access system. Bec customer technical support (cts) confirmed from the customer's reagent inventories that accutni reagent pack s/n (B)(4) was used on both of the customer's access systems. The cts confirmed the reagent carousel pack handling label was properly installed for this instrument. The customer will follow up with their staff on proper pack handling. Use error of reagent pack sharing was the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report an erroneously low troponin (accutni) patient result generated by access 2 immunoassay analyzer for one patient's sample. The erroneous result was not reported out of the laboratory. Previous test result on the patient's sample was above the ami cutoff. The patient the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.